Event description:
Info was received from another country for the product. A female pt experienced an anaphylactic shock at the evening of 2007. The diagnosis was asserted by the son who is a physician. The infiltration was performed at 9 o'clock in the morning the same day. The disorders occurred in the afternoon. The son gave medical supply in an unk way. The outcome of the event is unk. The pt was without complaints on the knee at the control visit four days later. It was the 3rd hyalgan injection of the five planned. The possibility for testing (hypersensitiveness?) Was discussed with the pt, she will decide at a later date. Further info has been requested. The local licensee received follow-up info twenty nine days later. The reporting physician confirmed that the pt was not hospitalized. The reaction was classified as serious at it was medically significant. The pt suffered from nausea and heat sensation about 8 hours after receiving hyalgan in the left knee. Relative to the late reaction, the reporting physician would prefer the term " allergic reaction" but he was neither present at the time of the event nor had medicated the pt. The therapy of the event is unk. At the visit of twenty nine days earlier, he could not see any symptoms either generalized signs, like swelling or oedema, nor local reactions in the left knee. The pt had recovered the next day. The pt is well known suffering from multiple allergic reactions to other drugs. The recommended hypersensitivity test was refused by the pt. The reporting physician confirmed that he used the product from the same charge in other pts without any problems. The reporting physician judged the reaction to be probably related to the product administration. Corrective therapy - unk.

Manufacturer narrative:
A complete review of the batch documentation of hyalgan (mfg on 11/22/2006) was performed by MFR. No out-of specs or any possible abnormality of the batch were found either on mfg or controls.